Manufacturer narrative:
Expiration date: april 2006. Device manufacture date: april 2004. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead was explanted and replaced with two leads to improve coverage. Surgical intervention addressed the patient's issue.